Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation noted no problems with the returned ar-6480 arthroscopy pump. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 25 minutes with no issues. During functional testing, the lavage and rinse buttons were pressed multiple times to test the outflow, and no issues were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump would not work when the outflow tubing was hooked up and no fluid would circulate into the joint. This occurred during a case, where they checked all the tubing to make sure it was properly hooked up and it was. The case was completed by switching to a different dualwave pump. There were no delays and no harm was done to the patient.